Event description:
Customer 's family member called to report our clients blood glucose was 23 when emt tested the customer. Family member stated blood glucose was 356 at 8:45pm and at 11:00pm customer had convulsions and emt's were called. Customers blood glucose is currently 117. Customer reports the basel rates are correct. Customer does remember changing the time from am to pm but customer does not remember when customer did that. Customer states bolus history shows last bolus was 8:45 pm for 6.2u and active insulin was 25iu. Bolus prior to that was at 6:19am for 7.5iu. Customer and family member advised replacement is arriving tuesday 2005 is fine.